Event description:
The sheath kinked. The sheath was not returned to co for eval. The sheath was discarded by the facility. (Event complications: none from the event-reported 3/27/97.) (Pt's current status: unk-rpt'd 3/27/97.)